Event description:
The trilogy ev300 ventilator was returned to a third part service center for evaluation. The device was not in use by a patient. During the evaluation it was noted that the device failed an active exhalation control module system pre-test. The evaluation is still pending. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
Previously reported by the manufacturer: the trilogy ev300 ventilator was returned to a third-party service center for evaluation. The device was not in use by a patient. During the evaluation it was noted that the device failed an active exhalation control module system pre-test. The evaluation is still pending. If any additional information is received, a follow-up report will be filed. New information/ evaluation: the trilogy ev300 ventilator failed an active exhalation control module system pre-test during testing. In conclusion the 3-way solenoid valve and proportional valve (aecm) were replaced to resolve the issue. The device passed all testing and was returned to use.